Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information obtained from the field representative indicated that the suspected cause for high pacing thresholds was due to the patient's anatomy. The lead was surgically abandoned. No additional adverse patient effects were reported.